Event description:
Second implant bent as the suture was being tightened and so was not implanted. Additional information confirmed t2 was pulled out of the meniscus during tightening of the suture. T1 was left in the patient.

Manufacturer narrative:
(B)(4).